Manufacturer narrative:
The serial number for the explanted gore® excluder® conformable trunk-ipsilateral leg endoprosthesis could not be obtained. Therefore, the manufacturing papers could not be performed. Also, the current location of the explanted device is unknown. An evaluation on the explanted device can therefore not be performed. Please note: an initial report for the gore® viabahn® vbx balloon expandable endoprosthesis bxal085902e/20824715 stated in this event description was submitted on 13-dec-2024 with MFR# 2017233-2024-05595. Gore has received additional information necessitating an update of the event description which gore will submit with a follow-up report for the gore® viabahn® vbx device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on november 25, 2024 from the imedidata study database: on an unknown date, this 65-year-old patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It appears that on (B)(6) 2019, follow-up imaging revealed an aneurysm of the right common iliac artery (ciaa). It appears that on (B)(6) 2020, a gore® excluder® iliac branch component ceb/unk was implanted to treat the cia aneurysm. It also appears that a gore® viabahn® vbx balloon expandable endoprosthesis was implanted into the right hypogastric artery to solve a type 1b endoleak observed on the gore® excluder® ceb component intra-procedure. The gore® viabahn® vbx was confirmed patent when the procedure concluded. Between on (B)(6) 2020 and on (B)(6) 2023, yearly routine follow-up imaging verified the gore® viabahn® vbx component had remained patent throughout. It appears that during a follow-up examination on (B)(6) 2024, a type 1a endoleak pertaining to the initially gore® excluder® trunk-ipsilateral leg component and a type 1b endoleak pertaining to the gore® viabahn® vbx balloon expandable endoprosthesis implanted on (B)(6) 2020 were found. Reportedly, the reason for the type 1a endoleak was believed to have been due to dilation of the proximal aortic neck. However, an aneurysm enlargement was not reported. As for the reason for the type 1b endoleak, aneurysmal degeneration of the hypogastric artery was reported. On (B)(6) 2024, all gore® excluder® aaa endoprostheses were explanted with the gore® excluder® iliac branch component ceb reportedly preserved. The type 1b endoleak on the gore® viabahn® vbx balloon expandable endoprosthesis was reportedly solved. The patient was discharged from hospital on (B)(6) 2024.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. The device was reported discarded post explant. Therefore, a evaluation on the device could not be performed. B5, describe event or problem: updated content. D10, concomitant medical products: a follow-up report on the reintervention to treat the type 1b endoleak of the gore® viabahn® vbx balloon expandable endoprosthesis bxal085902e / (B)(6) was submitted on (B)(6) 2025 with MFR# 2017233-2024-05595. H6, health effect - clinical code: replaced imdrf code e2403 with e2121. H6, investigation findings - replaced imdrf code c21 with c20. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, endoleak, conversion.

Event description:
On november 25, 2024, the following was reported to gore from the imedidata study database: on an unknown date, this 65-year-old patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6), 2019, follow-up imaging revealed an aneurysm of the right common iliac artery (ciaa). To treat the ciaa condition, the patient received a gore® excluder® iliac branch component ceb during an endovascular procedure on (B)(6) 2020 during which the right limb of the initially implanted gore® excluder® aaa endoprostheses was reportedly extended with this iliac branch component ceb. Additionally, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted into the right hypogastric artery to solve a type 1b endoleak observed on the gore® excluder® ceb component intra-procedure. The gore® viabahn® vbx was confirmed patent when the procedure concluded. Between (B)(6) 2020 and (B)(6)2023, yearly routine follow-up imaging verified the gore® viabahn® vbx component had remained patent throughout. It was reported that during a follow-up examination on (B)(6) 2024, a type 1a endoleak pertaining to the initially gore® excluder® trunk-ipsilateral leg component and a type 1b endoleak pertaining to the gore® viabahn® vbx balloon expandable endoprosthesis implanted (B)(6) 2020 were found. Reportedly, the reason for the type 1a endoleak was believed to have been due to dilation of the proximal aortic neck. Also, additional information received from the physician stated that between 2020 and 2024, the abdominal aneurysm had grown from 60 mm to 100 mm. As for the reason for the type 1b endoleak, aneurysmal degeneration of the hypogastric artery was reported. On (B)(6)2024, all gore® excluder® aaa endoprostheses were reportedly explanted. Both the gore® viabahn® vbx balloon expandable endoprosthesis and the gore® excluder® iliac branch component ceb were however reported preserved and a second gore® viabahn® vbx device was connected to the latter to solve the type 1b endoleak. The patient was discharged from hospital on (B)(6) 2024.